Manufacturer narrative:
The subject device was returned to the olympus local service department. The olympus local service department checked the subject device. There was a lot of dust inside of the subject device. The otv error e116 occurred three days after removing dust, but errors were resolved when the graphics processing unit and the camera control unit fans worked properly and restarted. The olympus local service department replaced and repaired the graphics processing unit of the subject device. The graphics processing unit of the subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The spare otv-s400 worked normally after replacing the graphics processing unit of spare otv-s400 with the graphics processing unit of the subject device. The exact cause of this event could not be conclusively determined. There was a possibility of failure of the camera control unit since otv error e116 is caused by the camera control unit failure.

Manufacturer narrative:
The subject device has not been returned to olympus for evaluation. The user is waiting for the subject device to be replaced with a loaner device. Olympus medical systems corp. (Omsc) could not investigate the subject device, because the subject device was not returned to omsc. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Since the subject device was not returned to omsc, the exact cause was unknown. Omsc surmised that the reported phenomenon occurred since the camera control unit of the subject device was broken.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the preparation for use, otv error e116 appeared. The user replaced the subject device with another device to complete the procedure. Other detailed information was not provided. There was no report of patient injury associated with the event. The subject device was used in combination with clv-s400.